Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2022, the patient was found to be anemic with hemoglobin down to 6.8 g/dl. There were no signs of bleeding but they were treated with 1 unit of packed red blood cells. On (B)(6) 2022, the patient's mean arterial pressures (map) were found to be above the goal of 65-80 mmhg, with the peak measurement at 94 mmhg. The patient was started on low dose hydralazine. On (B)(6) 2022, the patient had multiple low flow alarms while asymptomatic. It was suspected that the alarms were due to hypertension but could also be due to intravascular volume depletion. Hydralazine was increased and diuretics were held.

Event description:
The event resolved without sequelae on 18may2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events cannot be conclusively determined through this investigation. The reported low flow alarms could not be conclusively determined as no log file data from the time of the reported event was submitted by the account for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use, rev. C, contains the following information: section 1 lists bleeding and hypertension as adverse events that may be associated with the use of heartmate 3 lvas. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 outlines recommended anticoagulation therapy and international normalized ratio range. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.